Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a post-op bleeding following a laparoscopic bariatric bypass wherein the device was used for entero- entero anastomosis.